Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass, when suturing the patient, the needle broke off the suture. The procedure was completed with another device. There was no patient injury.